Manufacturer narrative:
No patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a motor error message during set up. There was no patient involvement. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report of a motor controller error message during set up. The reported issue was reproduced. During analysis, the 5v was identified as being under the expected tolerance. A visual inspection of the hms board could not identify any deviation. The root cause could not be determined. The issue was resolved by replacing the hms board. No further investigation is required. No trend increase has been identified. No nonconformities were noted during the device history record review regarding this issue. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group (B)(4) received a report of a motor controller error message during set up. There was no patient involvement.